Event description:
Approximately nine months after stent implantation, there was restenosis. The patient had two stent procedures involving coated stents approximately eight months apart. Approximately nine months later, the patient was rushed to the hospital and had a third stent implanted. One of the earlier stents had failed and the blockage had continued and was extensive.